Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed a cut in the balloon. The cut is located 5 mm distal to the proximal x-ray marker. The cut has a length of about 1.5 mm. Scratches were observed in the balloon material in close vicinity to the cut. It seems likely that the damage of the balloon surface was caused by a hard, sharp-edged object pressing against the balloon from the outside. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Further, the balloon crossing profile of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy (i.e. Severe calcification).

Event description:
A pantera leo coronary balloon catheter was selected for treatment of a severely calcified lesion (85 percent stenosis degree) in a severely tortuous mid lad. The device could not cross the lesion. Another balloon with same size was used to finish the procedure.